Event description:
A report was received that the patient was experiencing surges of pain even the system has been turned off. Computed tomography scan revealed that there was nothing wrong with the implant. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain in the left leg which started from the time when the lead was implanted. It was noted that leg pain persist even with stimulation turned off. The patient was referred to a surgeon for lead removal to verify if the lead was causing the leg pain and to leave the ipg implanted. The patient preferred to have everything explanted. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing surges of pain even the system has been turned off. Computed tomography scan revealed that there was nothing wrong with the implant. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.